Event description:
It was reported when using the bd pyxis medbank system cubie did not open, preventing user from dispensing the required medication morphine sulphate 20mg. The customer stated that they able to get the medication by using retry button. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the cubie lid did not open. A technical support specialist stated that the medication was issue by nurse by using the retry button. The system functioned as intended after the customer troubleshooted the device.